Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device's display was fuzzy and no clinical data could be seen. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's lcd color cable assembly was removed and returned. The reported malfunction was not replicated or confirmed. The lcd color cable assembly was put through extensive testing without duplicating the malfunction. No trend is associated with reports of this type.